Event description:
To perform poba treatment to the target lesion in a heavily tortuous shunt anastomotic vessel, the subject guidewire was advanced with a support of unk dilation catheter. During the attempt to cross the lesion, breakage of the guidewire was noticed. The broken fragment was retrieved out using a snare. Procedure was continued and completed with other devices. Pt is in good condition.

Manufacturer narrative:
Investigation of returned guidewire revealed that the core wire and the coil were broken at 12 mm from the distal end with no notable coil elongation. Close observation of the breakage site indicated the trace that the core wire was exposed to locally twisting force, while the coil wire was squeezed to smaller diameter and twisted off. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received. With the provided info and the outcomes of the investigation, it was presumed that the guidewire distal end might be caught in the target lesion in the heavily tortuous shunt anastomotic vessel, rotation might be applied to the guidewire, but the force worked locally to the breakage site due to the vessel condition, the guidewire was broken at the site due to the force exceeding the product design limit.